Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of meniscus repair, after 1st firing, two plates were deployed at the same time. The complaint device was received and inspected. The implants were received with the gun. They were out of the needle but held in place by the suture. Also, the suture was frayed. The silicon tube was damage; it seems as if they had cut. Via functionality test, the trigger functioned as expected, and when the trigger was pressed fully a click sound was heard, and when the trigger was re-pressed for the second time, the main pusher rod was deployed again. The device provide evidence of damage in the suture, implants and silicone tube, therefore the complaint reported can be confirmed. We cannot determine a specific root cause. The possible root cause for the deploy failure reported could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time. The suture could have been damaged when removing the implants with instruments. Also, the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number 6l45387, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.